Event description:
Initial result for a pt creatine kinase was <0 u/l. When repeated, the result was 3280 u/l. The incorrect result was not used to guide pt therapy result was not used to guide pt therapy. The field service representative was unable to determine a cause for the discrepancy.